Event description:
It was reported that noise was oversensed on the right ventricular (rv) lead. In addition, no capture was observed at maximum outputs. Boston scientific technical services (ts) advised that the pacing impedances had decreased over the last few months, and discussed there could be an insulation issue. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.